Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Invoice history was reviewed and two stems were implanted for this patient and with current information provided, we cannot determine which stem was revised. Review of device history records show that both lots released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 14 states, "postoperative bone fracture and pain." As it is unknown which hip was revised, the following sections could not be completed: product identification & expiry date. Manufacture date - unknown. Item: 71-031612 lot: 191060; item: 71-031611 lot: 178980.

Manufacturer narrative:
Follow up report is being submitted due to receiving product identification information after initial report was sent to the FDA.

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty on (B)(6) 2005. A subsequent revision was performed on (B)(6) 2006 due to a trochanteric fracture. No further information has been provided.